Manufacturer narrative:
¿The pump user guide states do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with a little less than 100 units of insulin. The customer added insulin to the cartridge and loaded it successfully. Subsequently, the insulin gauge became inaccurate. Troubleshooting could not be performed as the customer did not remember how much insulin was loaded into the cartridge. The customer¿s blood glucose level was 360 mg/dl. The customer continued to use the existing cartridge for insulin therapy.